Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient rep needed guidance on stimulation adjustments. The patient rep stated pt has not felt symptoms relief since a day or two after their doi. The patient rep also stated that after this pt began experiencing utis. The patient rep states pt has had four uti's since (B)(6) 2021. The patient rep stated pt's symptoms are that pt cannot empty their bladder unless laying down. The patient rep states pt will go to the bathroom and they cannot except maybe a few drops. The patient rep also states pt wears depends. The patient rep stated pt went to their hcp and the hcp did not know much about this device and they placed a catheter in the pt. Reviewed therapy expectations. The patient rep changed from program 3 to 4 as pt reached the upper limit of 3. The patient rep increased pt's stimulation until it was at a comfortable level in their bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. No further complications were reported at this time.